Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) was triggered due to r-wave double counting. A high threshold in the rv tip-coil configuration was observed. The device was reprogrammed and rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the clinical post-market study wrap it.